Event description:
A report was received that prior to use, the catheter's side swivel came apart. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources persuant to federal regulations.